Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot and master lot. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Report 3 of 3 customer performing testing as part of vision analyzer is crossmatch validation and contacted tsc to report false negative result with immediate spin crossmatch on two ortho vision analyzers, and manually with ortho workstation for b positive patient/recipient and a negative donor. Customer reports that while using buffered gel card lot# 121318004-01, crossmatch is compatible and obtained zero reaction grade. Customer then tested crossmatch in tube method, obtained 1+ incompatible result. Same sample run 3 times with false negative results: vision ID-mts j# 50003027; vision ID-mts j# 50003028; manual ortho workstation j# 51001182. - issue started on: (B)(6) 2019. - reaction grade obtained: zero/neg. - customer was expecting: incompatible/pos. - incubation time (for manual test only): n/a. - test repeated: yes, on two visions and in manual gel using the ortho workstation and then with tube testing - method/result obtained by repeating: vision and ows crossmatches were compatible. Tube testing was incompatible - number of samples affected? One patient. - was qc affected? All qc for testing deemed acceptable. Product handling protocol: - cassette/gel card storage temperature range: as per IFU. - cassette/gel card orientation: as per IFU. - visual appearance before use: all products deemed acceptable. - opened vs unopened? New product. Customer tested other patients, all results as expected. Tsc had customer test for potential donor a subgroup, customer tested for a1 typing, donor is a1 negative. Subgroup resulting in compatible crossmatch. Tsc verified that customer has lis/computer system that would prevent a type donor to be transfused b type red cell blood cells, customer confirmed that system would flag and prevent transfusion. No transfusions were made.